Event description:
After catheter placed, gloves were removed & the nurse had blood on her finger. She noted a pinhole in the glove. The patient was clean. The gloves came from a tray where a saline vial had broken and the clamps had rusted.

Manufacturer narrative:
The device was not returned to the MFR for evaluation. The device history review showed no other complaints of similar nature.